Manufacturer narrative:
H.6. Investigation: two open 32g x 4mm pen needle samples were returned from lot. No. 9148673, cat. No. 320136. Visual examination was carried out on the returned samples and no issues were observed. No issues were observed with the returned samples therefore no root cause can be identified. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that bd micro-fine plus¿ pen needle had a molding defect. This was discovered during use. The following information was provided by the initial reporter: it was reported that finger cut was caused by a burr on the tear drop label.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd micro-fine plus¿ pen needle had a molding defect. This was discovered during use. The following information was provided by the initial reporter: it was reported that finger cut was caused by a burr on the tear drop label.